Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No fault was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, tube error was noticed. Reported obstruction in the line when approached the filter. No patient injury reported.